Manufacturer narrative:
Device received with constant motor error alarm due to jammed motor gearbox. Unable to complete the functional test, including the displacement test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to constant motor error alarm. The test p-cap and reservoir will not lock in place in the reservoir compartment due to broken off reservoir tube lip. Device also had a missing reservoir tube o-ring, cracked case at display window corner and broken battery tube threads. Unable to uploaded the device on carelink due to constant motor error alarm. .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to unknown reason on unknown date with unknown blood glucose. Customer mentioned ring was broken and cannot able to lock properly. Customer stated insulin pump was not using when went to hospital. The insulin pump will be returned for analysis.